Manufacturer narrative:
Damaged rail with sharp edges.

Event description:
It was reported by service report that the pt left head side rail was damaged. No pt involvement or adverse consequences are reported.